Manufacturer narrative:
1038671-2024-02088 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02088 and 1038671-2023-00758. The reason for the revision reported may be the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening, instability, or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and instability could not be confirmed from the provided information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 92 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, ambulation difficulties, discomfort, failure of implant, joint laxity, pain and swelling. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.